Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, cage broke during implantation. Cage was being inserted into patient's collapsed vertebra when the incident occurred. The broken cage was completely removed and replaced with a cage of smaller size. No patient complications were reported.